Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the connection site of the lead and lead extension on the left side of the head wherein showing signs of redness, swelling and feeling discomfort. The patient underwent a procedure where the infected site was opened and thoroughly flushed, cleaned and disinfected and antibiotics were administered.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7117286. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7122733. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6) batch: 7125656.